Event description:
There was an allegation of questionable elecsys afp assay results for 5 patient samples on a cobas 8000 - cobas e 602 module. The customer was prompted to repeat the patient samples as the initial results did not match the patients' clinical diagnoses. For sample 1, the initial afp result was 10.23 ng/ml. The sample was repeated and the result was 2.97 ng/ml. For sample 2, the initial afp result was 18.13 ng/ml. The sample was repeated and the result was 3.04 ng/ml. For sample 3, the initial afp result was 14.07 ng/ml. The sample was repeated and the result was 4.39 ng/ml. For sample 4, the initial afp result was 27.06 ng/ml. The sample was repeated and the result was 2.55 ng/ml. For sample 5, the initial afp result was 12.75 ng/ml. The sample was repeated and the result was 3.53 ng/ml.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer (fse) replaced the sipper tubing, cell tubing, and the gear pump head. Based on the available data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue.